Manufacturer narrative:
Determination of root cause: assessment: a review for twelve months prior to the reported date for all clinical complaints showed one previous complaint for overcorrection for this system. A system verification was completed on 06/10/2008 and the system was found to be operating within specifications. The reported overcorrections were of negligible values noted early in the healing process (1 day to 1 week). Non-product factors such as individual pt response to the laser ablation, pt healing characteristics, and preoperative pt selection in accordance with criteria noted in the physician's booklet could not be ruled out without pt records to review. The reported complaint of overcorrection could not be confirmed or denied. Conclusion: with the info provided, a root cause could not be identified. (B) (4)

Event description:
Adverse event: overcorrection. The site's system operator reported overcorrections of between 0.25d and 0.50d were being seen with pts from 1 day to 1 week. As a result, the physician was requesting to have the system evaluated. A preventive maintenance system verification was completed on (B) (6) 2008 and found the system to be working within specifications. No specific pt data was provided by the site.